Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that bd ultra fine¿ pen needles were clogged. This occurred on 12 occasions during use. The following information was provided by the initial reporter: material no: 320122 batch no: 9121947, unknown 2 occurrences occurred on 11/14/2019, 10 occurrences occurred at unknown date and lot #. It was reported insulin does not get dispensed completely during the injection, only partial insulin gets dispensed. Verbatim: issue: consumer called and reported insulin does not get dispensed completely during the injection, only partial insulin gets dispensed. She tries to squeeze the pen, but do not work. It has happened 12 times from this box during different days. It works during the priming. Issue with the previous box. Insulin does not get dispensed completely during the injection. It works during the priming. Advised consumer to save the sample if re occurs. She use the new needle each time of her injection. She visually tests the needle to see if it is straight on both end. She does the priming. She firmly attaches the pen needle on to the pen. She rotates the injection site.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9121947, medical device expiration date: 2024-05-31, device manufacture date: 2019-06-14, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles were clogged. This occurred on 12 occasions during use. The following information was provided by the initial reporter: material no: 320122 batch no: 9121947, unknown. 2 occurrences occurred on (B)(6) 2019, 10 occurrences occurred at unknown date and lot #. It was reported insulin does not get dispensed completely during the injection, only partial insulin gets dispensed. Verbatim: issue: consumer called and reported insulin does not get dispensed completely during the injection, only partial insulin gets dispensed. She tries to squeeze the pen, but do not work. It has happened 12 times from this box during different days. It works during the priming. Issue with the previous box. Insulin does not get dispensed completely during the injection. It works during the priming. Advised consumer to save the sample if re occurs. She use the new needle each time of her injection. She visually tests the needle to see if it is straight on both end. She does the priming. She firmly attaches the pen needle on to the pen. She rotates the injection site.